Event description:
The customer reported that an 840 ventilator was inoperable and had a blank screen. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and performed 10.4 upgrade to the ventilator. The unit passed extended self-testing.